Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300 mg/dl). During troubleshooting with tandem technical support it was found that the customer performed the load process and did not resume insulin delivery until the next day. Customer delivered a bolus and manual injections to address elevated bg levels.